Event description:
New information received noted that the patient presented in the hospital for an implantable cardioverter defibrillator system replacement procedure. It was noted that the inactive right atrial lead that was capped on (B)(6) 2019 had further dislodged due to twiddler's syndrome and sustained damage from being twisted and tightly knotted. The physician explanted and replaced the active and inactive products during procedure on (B)(6) 2023 with no complications. The patient was recovering post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during device preparation. Upon review, the right atrial lead exhibited low impedance, high capture threshold, noise, and intermittent loss of sensing. X-ray examination on (B)(6) 2019 revealed right atrial lead dislodgement. The physician alleged that the patient exhibited twiddler's syndrome and that the intermittent loss of sensing and low impedance confirmed an insulation anomaly. The physician capped and replaced the lead on (B)(6) 2019 and replaced the implantable cardioverter defibrillator electively. The patient was in stable condition.